Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No occluded anomaly was observed during analysis. Reservoir connected and locked in place properly. Performed a visual inspection and found first o-ring out of the groove.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller removed reservoir from pump reservoir chamber and noticed the stopper had moved all the way and insulin was inside his reservoir chamber. Inquired if leak is occurring from reservoir barrel or o-rings. Customer response: leak was in reservoir chamber. Nothing further reported.